Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of one hundred and seven samples were submitted to the manufacturer for evaluation. A subset of representative samples underwent visual inspection, during which no defects or abnormalities were identified. A subset of samples was subsequently subjected to luer taper testing, and three venous and three arterial patient connectors did not meet the required performance criteria. Additionally, the same subset of samples underwent leak testing. During evaluation, three leaks were observed at the venous patient connectors and two leaks at the arterial patient connectors. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 6. According to the complainant, microbubbles were visible in the streamline bloodline set during operation. No patient complications were reported as a result of this event.